Manufacturer narrative:
Insulin pump passed prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer's blood glucose was 150mg/dl. The device also alarmed no delivery, twice, a day prior to the phone call. Troubleshooting could not be performed due to the button error alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).